Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that duplicate IV bag was added to same patient. The pharmacist stated that a patient had medication a and b running, then rn replaced pump running medication b with medication a. Medication a was running on multiple (2) modules. Although requested, no additional event and/or patient information was provided.